Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25750. It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had noise episodes. The patient was asymptomatic. The patient came into clinic for a follow-up appointment for reprogramming changes but during appointment, the patient's right ventricular (rv) lead had decreased sensing and high capture thresholds. It was determined that the rv lead had a microdislogement. On (B)(6) 2021, the patient presented in clinic for revision procedure. During procedure, rv lead was found to have blood in the insulation and the ICD's set screw was difficult to remove. The rv lead and ICD were both explanted and replaced. The patient was stable throughout procedure.